Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The customer reported a plum a+ was programmed to infuse tpn in 24 hours from the day before, without an audible alarm, the bag was found to be with a lot of content inside. Verifying the pump¿s information, it indicated that the infusion passed during 30 minutes from the 24 hours programmed. It was evidenced that the pump was paused without active audible alarm. The pump was programmed to infuse a volume of 410 cc/hour with a rate of 17.1 cc/hour. The infusion started at 8pm and the problem was noticed at 8pm the next day. The patient presented normal glucometry, previous glucometry was also normal. The personnel of the shift in which the pump was installed and the personnel from the next shift were interviewed and stated that it was installed correctly, the auxiliary reported that the record was made every hour according to what was observed in the pump, there was no "no action" alarm. There was patient involvement, but no harm to the patient.

Manufacturer narrative:
H10: no damage or missing parts were observed on the device. The analysis of the event history downloaded from the pump, taking into account the client's protocol and the date of the event, no coincidence was found. Cannot confirm failure during infusion due to normal device work. A client protocol is carried out in order to replicate any failure or error in the infusion system that generates an insufficient delivery of medication. The volume delivered according to client protocol 417.959 ml at a time of 23:55, hh: mm. 410 ml * 5% = (+ -20.5 ml) with a tolerance of +/- 5%, the delivery value was in the allowed range. Based on customer experience, testing with the customer protocol determined that the device ran for 23 hours 55 minutes without interruption and with the infusion completed in channel a. Free flow tests were performed and the mechanism was found to be able to open and close the cassette flow valve by means of the open regulator and the closed regulator. Based on the information provided by the reporter and the results obtained during the investigation, there was no evidence of a malfunction or failure generated by the device. According to the protocol provided by the customer, a schedule with the same flow and volume values ¿¿was not found. The device failure is not confirmed.